Manufacturer narrative:
This is the same event as 3010536692-2015-01687. See attached. This event occurred in the (B)(6).

Event description:
Allegedly the patient was revised due to pain and strongly elevated metal levels (right).

Manufacturer narrative:
Additional information received 01/04/2016: updated.